Manufacturer narrative:
The following additional information was received: the lotus edge valve is thought to have caused or contributed to the femoral and iliac dissections. Tortuosity and calcification of access site: nothing extraordinary. Lot number of lotus introducer sheath is unknown. The lotus introducer was used throughout the procedure. There was no difficulty advancing the lotus edge valve through the lotus introducer sheath. Patient condition post procedure is stable. The lotus introducer cannot be returned for analysis. Cleveland clinic does not share images, but legs looked great on the CT scan we reviewed in conference. (3mensio report not available.) There are no images of the devices. Hospital details and physician name were received as the additional information as of the 16-mar-2020. The product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as reported classifications of (lotus - introducer sheath - difficulty advancing) and (lotus - patient - vessel dissection) could not be confirmed. Following the investigation conclusion, the compliant analysed classification is assigned as lotus - product not returned - complaint unable to confirm. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer sheath device. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team. A review of the manufacturing documentation could not be executed as the lot number is unknown. A ship history has been requested from bsc, however the upn, lot number or customer number are not available and therefore a ship history cannot be performed. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Following a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer set device. There is no indication of a potential processing or design failure associated with this complaint. The compliant is deemed reportable. Upon above information, escalation is required to quality management team. Based on the complaint review and the event description for this complaint, the root cause classification assigned to this complaint is 'adverse event related to patient condition' defined as where 'an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event.' A review of the case was completed by creganna medical physician as follows; "it sounds like they met resistance inserting the sheath and that this would have occurred either because of tortuosity or a disease. The operator continued to "push" to insert the device. Since we don't have the images or a report I can't tell which one. Either way, the complication is one that would be expected and is known to occur. It was recognized and treated appropriately. There is no evidence that there was a manufacturing or performance issue related to the sheath itself. There is no evidence of a potential processing, design or use failure associated with this complaint. Based on the above conclusion, no further escalation or corrective action is required at this time.

Event description:
Event description: per email, it was reported that: quality event : yes patient outcome : successful major vascular complications: yes pvl grade : none quality event description : upon insertion of lis... Physician felt resistance. At the end the angio showed dissection in both femoral artery and ilac. Treated with a balloon successfully.